Manufacturer narrative:
This report is being supplemented to provide additional information results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user sent the subject device to a third party for culture testing where: sampling from: all channels colony forming unit (cfu): >200cfu bacterial identification: enterobacteria cloacae complex, klebsiella pneumoniae, enterococcus faecalis. Olympus sent the subject device to a third party for culture testing where: sampling from: all channels cfu: <1cfu bacterial identification: n/a. The subject device was returned for device investigation and during the inspection, foreign material was found in the insertion section mount. There was no report on the subject device being used in procedure after the suggested event was reviewed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the contamination and foreign material in the insertion section mount could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that there was not any deviations, deficiencies, or concerns in reprocessing. The device did pass the leak test. During manual cleaning, the suction channel, the suction cylinder, and the instrument channel port were brushed, and the detergent used was pokayoke. The device was rinsed before manual inspection. The disinfectant used was aperlan and the channels were flushed with tap water. The automated endoscope reprocessor (aer) used was getinge with getinge detergent and disinfectant. The water quality was controlled, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.